Event description:
It was reported that the patient wanted to schedule a replacement surgery to get a new implantable neurostimulator (ins). The patient thought the ins might be making them sick. The patient had been experiencing the issues for a couple of months prior to the report. It later reported on (B)(6) 2014 that the health care provider (hcp) was unaware of the patient¿s device making them sick. The hcp checked the device and it was found the implantable neurostimulator (ins) was 85% depleted since it was implanted in 2002 and the right lead ¿was not firing¿. The patient wanted to wait on having the system replaced or revised at the time of report. The hcp provided the patient with options of revision of the leads or an ¿idds trial¿.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(6), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0231153v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0228038v, implanted: (B)(6) 2002, product type: lead. B)(4).